Event description:
It was reported that the patient experienced a jolting pain at the right knee following a trial procedure. The physician decided to replace the lead and the pain on the right knee has since subsided. The explanted lead was discarded by the medical facility.

Event description:
It was reported that the patient experienced a jolting pain at the right knee following a trial procedure. The physician decided to replace the lead and the pain to the right knee had since subsided. The explanted lead was discarded by the medical facility.